Event description:
Customer reported that the insulin pump alarmed no delivery despite set change. Customer's blood glucose reading at the time of the call was 413 mg/dl and has treated with a manual injection. Troubleshooting was not possible as this was past event. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.